Event description:
It was reported that the patient was using insulin that is not approved for use with the infusion set, resulting in blockage. Consequently, the patient experienced elevated blood glucose levels, which was managed with correction injection via multiple daily injection on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 3003442380.